Event description:
Boston scientific crm received information that while this cardiac resynchronization therapy defibrillator (crt-d) patient was being fitted for a hearing aid, he heard his device beeping. A hearing aid technician was reportedly trying to program the patient's hearing aid while using a wand with a small, strong magnet. The hearing aid technician had placed the wand near the device area. The boston scientific crm technical services department discussed the potential effects of magnets on the crt-d, and advised the patient to call his following physician about this observation. An attempt was made to obtain additional information about this event; however, no additional information is available at this time. Subsequent information indicates that the device was explanted for an unknown reason. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was verified that the device would emit a tone in the presence of a magnet.